Event description:
It was reported that a loss of monitoring occurred on 11 pts following a reboot of the clinical info center (cic). The pts were reportedly unmonitored for no more than 30 mins. The event was immediately notices by hospital staff and no medical intervention was required. The nurses watched the pts during this period and there were no pt incidents reported. The biomed reconfigured the cic and the issue was resolved. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.